Manufacturer narrative:
Expiration date: 12/31/2024. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.5/2.0/076 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same length lens that was implanted vertically and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).